Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals. Analysis of the device memory also indicated episodes with rv (right ventricular) undersensing information.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was removed due to erosion after an magnetic resonance imaging (MRI) scan. Additionally, the device was showing noise. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.